Event description:
An infant with mandibular deficiency was treated with bi-lateral bc distractors on an unknown date. It was reported that the threads of the extension arms do not engage the distractor bodies immediately or securely. The distractor begins to distract then just spins freely. Eventually the threads engage the distractor, but not consistently. When this happens, the distractor is moving forward. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4)